Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A complete lead was returned in two segments for analysis. All electrical test results were normal. Destructive analysis noted two internal abrasions under the rv shock coil. The cable coatings were intact in this location.

Event description:
This report is to advise of an event observed during analysis.